Event description:
It was reported that tandem charging supplies began smoking, causing a malfunction with the charging cord melting into the pump's charging port, which made it impossible to remove. There was no reported adverse impact to the customer's blood glucose level. As corrective actions, charging supplies and the pump were replaced, with the customer using a backup insulin pump until the replacement arrived. The customer was instructed to allow the pump's battery to fully deplete before returning it and agreed to return the problematic pump using a pre-paid label within ten days.